Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and system logs, the 319 error was found indicating node is not present on axes controller, carriage (acc) at startup with fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the 319 error was triggered indicating fault on the axes controller spar (acs) printed circuit assembly (pca), axes controller, carriage power (accp) pca and axes controller, carriage logic (accl) pca replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensor check was found to be failing on the accp pca, acs pca and accl pca. Once testing was completed, the acs pca, accp pca and accl pca were aba (applied behavior analysis) tested and were verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the acs pca, accp pca and accl pca within the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the repeated error 319 was showing on universal surgical manipulator (usm)2. The customer converted the procedure to a different davinci patient side cart (psc) with no reported injury. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.